Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gantry door would not close. The representative then realigned the door switch to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door would not complete closing. The representative reported that they were demonstrating the emergency door opening technique to the site when the gantry appeared to have slipped off the track. It was reported that the imaging system prompted the user to re-home but the gantry could not perform motions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: device UDI was incorrectly pulled in to the initial medical device report (MDR) and now provided. Additional information: device manufacturing date now provided.